Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was converted into a (B)(6) loaner insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.